Event description:
It was reported that, during a cori assisted tka surgery, while trialing the femur after all cuts, it wasn't seated properly. They went back to the femur burr all and proceeded to burr away the excess anterior chamfer. They removed the purple and proceeded to burr, the burr was taking the bone but the blue animation was not being taken off the model on the screen. After realizing that something was wrong, they went in refine mode. They traced the entire femur and no blue was subtracted off the bone model on the screen. They abandoned using the burr to get the remaining bone on the anterior chamfer and used manual instrumentation. The procedure was resumed, without any delay, with the same device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.